Manufacturer narrative:
(B)(4). The device remains implanted. It was reported that when they replace the device they are considering implanting a pacemaker as the patient only atrial paces and that is 27% of the time. The boston scientific sales representative programmed the lower rate limit (lrl) to 50ppm per physician's order. The physician wants to confirm how much the patient needs pacing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Additional information was received that this device remains in service and technical services has been assessing the battery voltage to prevent the device from getting to the point where battery performance becomes unstable. The battery voltage is currently 2.879 volts. This product issue will be updated if additional information is received.